Event description:
It was reported that shaft break occurred. Vascular access was obtained via the common femoral artery through a 6f unspecified sheath. The 100% stenosed target lesion was located in the severely calcified anterior and posterior tibial arteries. After a non bsc guide wire crossed the lesion, a 2.0mm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The device was replaced with a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter however, the device could not cross the lesion. The physician pushed and pulled the device to make it cross but it was noted that the shaft was kinked. The device was completely removed from the patient however the hypotube broke outside the patient. Then an unspecified size coyote balloon catheter was advanced but was unable to cross and only dilated the proximal side of the lesion. It was observed on angiogram that the vessel flow was improved and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded with folds present. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 32cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the common femoral artery through a 6f unspecified sheath. The 100% stenosed target lesion was located in the severely calcified anterior and posterior tibial arteries. Atter a non bsc guide wire crossed the lesion, a 2.0mm coyote es balloon catheter was advanced but failed to cross the lesion. The device was replaced with a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter however, the device could not cross the lesion. The physician pushed and pulled the device to make it cross but it was noted that the shaft was kinked. The device was completely removed from the patient however the hypotube broke outside the patient. Then an unspecified size coyote balloon catheter was advanced but was unable to cross and only dilated the proximal side of the lesion. It was observed on angiogram that the vessel flow was improved and the procedure was completed. No patient complications were reported and the patient's status was good.